Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during preparation, the rotating hemostatic valve broke on the triclip steerable guide catheter (tsgc). Therefore, the tsgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported rotating hemostatic valve break. There is no indication of a product issue with respect to manufacture, design, or labeling.